Event description:
It was reported that the lead could not be fixated which resulted in a hematoma. The hematoma was resolved successfully and the lead remains in use. It was later reported the right atrial (ra) lead also could not be fixated which resulted in a hematoma. The ra lead remains in use. The event was reported from (B)(4) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.